Event description:
The customer reported that the ac charge led was not lit and that the battery failed to charge.

Manufacturer narrative:
(B)(4): the customer reported that the ac charge led was not lit and that the battery failed to charge. The unit was evaluated locally by a philips representative and the failure was confirmed as a power supply failure. Replacing the power supply resolved the problem. The unit passed all post-service testing and remains all the customer site.